Manufacturer narrative:
The device has been rec'd for analysis. However, add'l testing is required which is not complete at the time of this report.

Event description:
It was reported that during an unspecified treatment procedure with a maverick 2 monorail balloon catheter, a shaft fracture occurred. There were no pt complications noted. The current pt status is unk. Add'l info regarding this event has been requested.